Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 22-year-old female patient who had essure (ess205) (batch no. 508290) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included birth control pill (suspected pregnancy). Concurrent conditions included morbid obesity, panic disorder, adhd, metaplasia and drug allergy. Concomitant products included ibuprofen, lansoprazole (prevacid), lorazepam, medroxyprogesterone acetate (depo-provera), naproxen, pethidine hydrochloride (demerol) and solpadeine (tylenol 1). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel sensitivity") and abdominal pain lower ("right lower quadrant abdominal pain"). In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dermatitis allergic ("allergic or hypersensitivity reaction type: rashes"), urticaria ("hives"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2011, 5 years 7 months after insertion of essure (ess205), the patient experienced pelvic adhesions ("other injury(ies) or complication (s) please describe: pelvic adhesions with extensive lysis of adhesions"). On an unknown date, the patient experienced dermatitis infected ("rashes got infected"). The patient was treated with surgery (on (B)(6) 2008,hysterectomy (full)). Essure (ess205) was removed on 2008. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, allergy to metals, dysmenorrhoea and abdominal pain lower had resolved and the dermatitis allergic, urticaria, migraine, headache, fatigue, pelvic adhesions and dermatitis infected outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, bladder disorder, dermatitis allergic, dermatitis infected, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic adhesions, pelvic pain, urinary tract disorder, urticaria and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44 kg/sqm. On (B)(6) 2006, hysterosalpingogram (hsg), findings: no comparison studies. Preliminary fluoroscopic observation reveals opaque wires along the course of both fallopian tubes. Contrast fills the uterine cavity. No contrast extending into either fallopian tube. No evidence of contrast spillage. On (B)(6) 2008, surgical pathology report showed source- uterus w/wo tube & ovary. Sp macroscopic- examination: the endometrium is 0.1cm thick and the myometrium is upto 1cm thick. Sp microscopic examination: section shows areas of metaplasia and cervicitis. The endometrium is in a secretory pattern. There are adhesions on the serosal surface with dilated blood vessels. Diagnosis 1. Secretory endometrium. 2. Metaplasia. 3. Serosal adhesions. 4. Cervicitis. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; dysmenorrhoea, menorrhagia, pelvic pain, allergy to metals, pelvic adhesions, abdominal pain lower,. Headaches, migraines. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 22-year-old female patient who had essure (ess205) (batch no. 508290) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included birth control pill (suspected pregnancy). Concurrent conditions included morbid obesity, panic disorder, adhd, metaplasia and drug allergy. Concomitant products included ibuprofen, lansoprazole (prevacid), lorazepam, medroxyprogesterone acetate (depo-provera), naproxen, pethidine hydrochloride (demerol) and solpadeine (tylenol 1). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel sensitivity") and abdominal pain lower ("right lower quadrant abdominal pain"). In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), rash ("allergic or hypersensitivity reaction type: rashes"), urticaria ("hives"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2011, 5 years 7 months after insertion of essure (ess205), the patient experienced pelvic adhesions ("other injury(ies) or complication (s) please describe: pelvic adhesions with extensive lysis of adhesions"). On an unknown date, the patient experienced infection ("rashes got infected"). The patient was treated with surgery (on (B)(6) 2008,hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, allergy to metals, dysmenorrhoea and abdominal pain lower had resolved and the rash, urticaria, migraine, headache, fatigue, pelvic adhesions and infection outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, bladder disorder, dysmenorrhoea, fatigue, headache, infection, menorrhagia, migraine, pelvic adhesions, pelvic pain, rash, urinary tract disorder, urticaria and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44 kg/sqm. (B)(6) 2006, hysterosalpingogram (hsg), findings: no comparison studies. Preliminary fluoroscopic observation reveals opaque wires along the course of both fallopian tubes. Contrast fills the uterine cavity. No contrast extending into either fallopian tube. No evidence of contrast spillage. On (B)(6) 2008, surgical pathology report showed source- uterus w/wo tube & ovary. Sp macroscopic- examination: the endometrium is 0.1cm thick and the myometrium is upto 1cm thick. Sp microscopic examination: section shows areas of metaplasia and cervicitis. The endometrium is in a secretory pattern. There are adhesions on the serosal surface with dilated blood vessels. Diagnosis 1. Secretory endometrium. 2. Metaplasia. 3. Serosal adhesions. 4. Cervicitis. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; dysmenorrhoea, menorrhagia, pelvic pain, allergy to metals, pelvic adhesions, abdominal pain lower,. Headaches, migraines. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical record received. Her demographic was added. Lot number added. Lab data added. Concomitant medication added. Following event: abnormal bleeding (vaginal), menorrhagia, allergic or hypersensitivity reaction type: rashes/ infection : rashes would get infected, hives, bladder problem, urinary tract disorder, migraines, headaches, nickel sensitivity, dysmenorrhea (cramping), fatigue, other injury or complication (s) please describe: pelvic adhesions with extensive lysis of adhesions, right lower quadrant abdominal pain, were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.